Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that she received critical pump error. The customer¿s blood glucose level was unknown at the time of incident. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the insulin pump for analysis

Manufacturer narrative:
The insulin pump passed the self test, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. There was no unexpected critical pump error or blank display during testing. The insulin pump was received with a high sleep current measurement due to moisture damage electronic assembly.